Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects of hematoma, nausea, diaphoresis and the relationship to the product, if any, cannot be determined. The reported pallor, lowered hemoglobin and hematocrit are reported test results from the patient¿s lab analysis. However, the treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, a starclose device used and hemostasis was achieved. However, post procedure, the patient developed a hematoma. Due to the hematoma, the patient experienced nausea, diaphoresis, pallor, lowered hemoglobin and hematocrit. For treatment, manual compression was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.